Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface had a small defect and the surgeon wasn't able to get the implant to sit correctly.

Manufacturer narrative:
The device was returned and dimensions of the dovetail were taken and determined to be within print specifications. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the art surface. The evaluation concluded that one side of the dovetail was compressed down, indicating it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the insert instrument. It is possible that the problems encountered are related to surgical technique. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ document. Root cause is likely related to surgical technique.